Event description:
It was reported to vyaire medical that the front panel led's "o2 100%", "lock" and "nebulizer" malfunctioned on the vela ventilator. It does not work when pressed. The event happened during patient use. Furthermore, there was no patient harm reported with this event.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Additionally, the customer is requesting membrane/overlay pn (B)(6). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.